Event description:
It was reported that the anesthesia system failed in several subtests during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the afgo valve (additional fresh gas outlet) test and the gas analyzer test had failed. The fresh gas pressure transducer printed circuit board (pcb) and the gas analyzer were replaced. After the replacement, the anesthesia system was successfully tested and cleared for clinical use. The replaced parts were sent back for further investigation. A complete set of device logs was received. The provided logs confirm the reported issue. The returned fresh gas pressure transducer pcb was tested in an anesthesia system. Successful system checkouts passed prior to and after a long-term test in ventilation mode on a test lung. No issues were found during a long-term test. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The returned gas analyzer has been tested in an anesthesia system. It was possible to reproduce the reported failure and the technical errors that indicate a gas analyzer error. According to the design of the system, the gas and agent delivery is not affected by a gas analyzer technical error, it is only the monitoring of the gas and agent concentrations that is affected. The gas and agent delivery continues with the set concentrations. The conclusion is that the reported anesthesia system failed to meet its specifications, due to a faulty gas analyzer. We have not been able to determine the true cause of the gas analyzer failure. The fresh gas pressure transducer pcb performed according to specifications during our investigation and is not considered faulty.

Event description:
Manufacturer's reference #: (B)(4).